Event description:
Reportedly, on july 10th, the lead vega r58, sn (B)(6) was not implanted due to not acceptable measurements obtained the v lead was positioned in the apex. The values measured were : a r wave sensing: 6-8 mv and threshold < 1.5 v. The helix was extracted (15 turns) and the impedance obtained was > 2000 ohms. The helix was retracted to test another position/area on the apex. Even if the position was changed, the same sensing and threshold values were obtained, so the helix was extracted with 15 turns and the impedance obtained was > 2000 ohms. Finally the physician decided to use a new vega lead (vega r58, sn (B)(6)).

Manufacturer narrative:
Correction : g3: report source: company representative. Device evaluation: summary and review as received the screw fixation was out of the distal electrode profile. The mechanical testing of the screw shows a beginning of out of specification due to the minor deformation spotted on the helix. This issue could be attributed to the difficulties encountered during the implantation attempt, especially the repeated retraction and extension of the screw. These finding could not explain the electrical issues reported. All other electrical and mechanical measurements were within specifications. And review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported issue. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The root cause could not be determined by the investigation; however, based on the provided information a lead issue is not suspected to be related to the reported problem. For more details please refer to the attached report analysis

Event description:
Reportedly, on (B)(6), the lead vega r58, s/n: (B)(6) was not implanted due to not acceptable electrical values. The lead was positioned in the apex. The values measured were as followed: sensing: 6-8 mv and threshold < 1.5 v. The helix was extended (15 turns) and the impedance obtained was above > 2000 ohms. The helix was retracted to test another position/area on the apex. Even if the position was changed, the same sensing and threshold values were obtained, and after the extension of the screw (15 turns), the impedance obtained was above > 2000 ohms. Finally, the physician decided to use and implant a new vega lead.